Event description:
Customer reported that the center part of spo2 digit was missing. No patient harm reported.

Manufacturer narrative:
The condition was not duplicated but the front board was replaced by the service center. (B)(4).